Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation because the end user contacted their healthcare professional on instructions on how to reconnect the administration set distal connector to the catheter to finish their therapy. The issue was related to a loose manual connection from infusion setup and not a device defect or malfunction. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported the following on behalf of an end user : "received a call from a patient who had some sort of catheter and/or tubing disconnection while receiving therapy at home. Patient was redirected to the doctor to show them how to reconnect it properly." Device operator was a patient. A patient was involved but not harmed.